Event description:
A customer reported to baxter product surveillance of (1) microbore t-connector extension set in which a leak was detected. There was no patient involvement, injury or adverse event reported. The process step in which this condition occurred is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was returned for evaluation. A visual inspection and functional testing were performed on the set. The reported condition was not confirmed. The cause of this condition was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.